Event description:
A blood clot was observed on the versacross rf wire (rf wire) used for transseptal puncture during a left atrial appendage closure (laac) procedure. Heparin was administered and transseptal puncture was successfully completed with the rf wire. Additional heparin was administered. Subsequently, a clot was noted on the tip of the rf wire. The versacross connect transseptal dilator (vxa dilator) and watchman access sheath (boston scientific) used with the rf wire were advanced through the septum into the left atrium. The vxa dilator was removed from the patient and the physician aspirated the clot on the rf wire. After the clot was no longer visualized, the watchman access sheath was removed and flushed. The vxa dilator and watchman access sheath were re-inserted. After septal dilation, the vxa dilator was removed with the watchman access sheath remaining in patient to proceed with the laac procedure. Another clot was observed on the watchman access sheath via transesophageal echocardiogram. The clot was aspirated. The laac procedure continued and was successfully completed. No patient harm was noted post procedure. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has devices to submit this report. A DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.